Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports a suspected rupture diagnosed with an MRI. The device has been explanted and replaced. This record relates to the right side.